Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and a missing end cap sticker.

Event description:
The customer reported that the pump failed. Customer stated that he had to change the set, rewind the pump and when filling the tubing the insulin squirted out. Troubleshooting was done. Customer's blood glucose at that time was 190 mg/dl. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.